Manufacturer narrative:
The device was returned for analysis. A visual and microscopic examination identified that the balloon appeared to be in a deflated state. The proximal end of the balloon was noted to be puffed. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified kinks along several locations of the hypotube shaft of the device. The hypotube was broken at the hub/manifold site and the hub was not returned for analysis. A visual and tactile examination identified no issues with the extrusion shaft of the device which potentially have contributed to the complaint incident.

Event description:
It was reported that the device was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. After region preparation, this device was tried to remove but could not be removed. Another wire was passed through and another attempt of removing was done through dilating the proximal area with another balloon catheter, but it failed. The device was successfully removed by cutting the external shaft and advancing a guide extension catheter. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the patient condition post procedure was good.

Event description:
It was reported that the device was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. After region preparation, this device was tried to remove but could not be removed. Another wire was passed through and another attempt of removing was done through dilating the proximal area with another balloon catheter, but it failed. The device was successfully removed by cutting the external shaft and advancing a guide extension catheter. The procedure was completed with another of the same device. No patient complications reported.